Event description:
It was reported that this system showed atrial undersensing and possible right ventricular (rv) oversensing on the atrial channel following a difficult biv lead placement. Technical services (ts) suggested reprogramming options. No adverse patient effects were reported. This system remains in service.